Manufacturer narrative:
Pump passed the displacement test. Insulin pump received with compromised force senor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to verify motor error alarm due to compromised force senor alarm, loose/protruded drive support disk. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 201 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.